Manufacturer narrative:
Analysis determined there were gear train anomalies related to corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Updated: result code is no longer applicable. Result code updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal bupivacaine 5mg/ml at 3.5372mg/day and morphine 16mg/ml at 11.319mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and chronic low back pain. A motor stall was seen at initial interrogation, and the patient had not recently had an MRI. A motor stall occurred (B)(6) 2016 13:10, recovered at (B)(6) 2016 and stalled again on (B)(6) 2016. The hcp did a dye study on (B)(6) 2016, and there were no issues known. The hcp did a roller study on (B)(6) 2016, and the roller did not turn. The patient experienced withdrawal symptoms, increased pain, nausea, vomiting, achiness, and chills. The pump was programmed to minimum rate. The patient was given orals to handle the symptoms. The patient was on a moderate of orals while on the pump, so they were going to try to manage the patient with orals before they decide to replace the pump. Additional diagnostics performed, the cause of the patient&#38112;issues, the patient's outcome, and additional interventions taken were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from a healthcare professional via a company representative. The stall was found when the patient went in a few weeks prior for a pump refill. On the day of surgery, the pump was interrogated and showed that the pump stalled. The pump was replaced on (B)(6) 2016. The issue was resolved at the time of report. The pump was used to infuse morphine. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.